Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye showed the product was wet. A leakage test of the dialysate side was performed, and leakage was found. The reported condition was verified. The cause of the leak was due to a crack in the welding zone. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of polyflux 140h dialyzer, an external dialysate leak was observed from the arterial header. It was also reported that a "white line" was observed at the header. There was no patient injury or medical intervention associated with this event. No additional information is available.